Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2026, an arthrex subsidiary employee reported via email that an ar-2370 low profile ac tightrope experienced an issue during intra-articular insertion. The button came loose from the adjustment loop and contracted, rendering the device unusable. The device was removed from the patient and replaced with another ar-2370 low profile ac tightrope to complete the procedure. There was no significant surgical delay, no additional anesthesia administered, and no patient harm reported. The issue occurred during an acromioclavicular joint repair procedure on (B)(6) 2026.